Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's power management board and internal battery were replaced to address the issues. The ventilator's power management board and internal battery were returned to the quality assurance investigation lab for evaluation. Quality assurance confirms a component level failure occurred on the power management board. The device's internal battery was found to operate as designed.